Event description:
It was reported that the patient had shortness of breath, slow atrial flutter, and that the device did not mode switch and instead paced at the upper tracking rate. The device remains in use. No further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.